Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 270 mg/dl with moderate level of ketones without any associate symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer support agent reviewed the event with the reporter. No information was provided regarding the basal deliveries. Review of bolus deliveries indicated that bolus total in history matched the total added up manually. Review of potential causes for bg issues did not reveal any assignable causes. Review of potential causes for perceived inaccurate delivery indicated that the patient did not respond to an alarm in a timely manner. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a use error in that the customer did not respond to an alarm in a timely manner.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.